Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working so it causes high blood glucose of 200mg/dl which was treated with manual injection. Customer performed troubleshoot and found that drive support cap was normal. Customer performed self test which was passed. Customer advised to revert to manual injection to resolve the issue. Insulin pump will not be return for analysis.